Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported broken "4' key which was reproduced during evaluation. The #4 key and decimal keys were found not to function due to scratched traces. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 4 key of a spectrum pump was broken. There was no patient involvement. No additional information is available.